Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft. Approximately nine (9) years post initial procedure, routine follow-up identified a type 3b endoleak. Reintervention was completed with the implant of the ovation ix stent graft system. The patient did well and is stable post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak (of the distal bifurcated stent graft) and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest stent buckling occurred that was not included in the event as reported. This finding was discovered during an examination of the CT (computed tomography) scan dated (B)(6) 2013 and angiogram dated (B)(6) 2022. The most likely causation for the reported type 3b endoleak is device-related due to the use of strata material. The stent buckling is most likely anatomy-related due to the off-label aortic neck measuring 17.7mm (should be 18-32mm per device IFU), as well as the focal stenosis noted in the distal neck as indicated per the pre-CT. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as doing well and in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b3 date of event. B4 awareness date. B5 describe event or problem. E1 physician first name. E1 physician last name. E1 physician email. G3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft. Approximately nine (9) years post initial procedure, routine follow-up identified a type 3b endoleak. Reintervention was completed with the implant of the ovation ix stent graft system. The patient did well and is stable post-reintervention. Correction: re-intervention was completed with the implant of the alto stent graft system on (B)(6) 2022. Additional information received per clinical assessment indicating that stent buckling of the bifurcated stent graft also occurred at time of reported event.